Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the header of this cardiac resynchronization therapy defibrillator (crt-d) separated from the body of the device when upon removal during revision due to normal battery depletion. No lead damage occurred and a new device was implanted without issue. No adverse patient effects were reported.